Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that there was a battery failure out of box. No environmental/external/patient factors that may have led or contributed to the issue. It was reported that the patient was in for a replacement of his left chest generator. When the physician disconnected from the old battery and plugged the extensions into the new battery he met some resistance in the 0-7 (front) port. He backed the set screw out a couple of turns and advanced the extension. The battery was then placed in the pocket and impedances were tested. 0, 1, and 2 showed to be high, red x. The battery was removed from the pocket, extensions removed (again some resistance was felt regardless of insuring set screw was fully disengaged). The extension was dried, the port was cleaned and suctioned dry, then plugged back into the 0-7 port of the new battery. The battery was then placed back into the pocket and impedances were tested again. The results were again high. This same process was repeated again and again with the same result. At this time they reattached the extension showing the high impedances into the patient's old battery and tested impedances, all were perfect and will within range. They, at the time, opened another battery from off the shelf and connected to the extensions. They tested impedances. All checked out and were within normal range. Each time the physician tried to plug the extension into the 0-7 port of the first battery they opened there was a bit resistance and also a bit when trying to pull it back out. The issue is reported to be resolved at the time of this report. The device will be returned for analysis. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the first ins that they put in would not test out, so they took it out and put in another ins. There were no further complications reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed the battery had no anomalies associated with it. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.